Event description:
It was reported when using the bd pyxis anesthesia es system drawer was failed and caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the multiple mini engines failed due to bad controller board. The field service engineer replaced controller board to resolve. The system functioned as intended after the field service engineer troubleshooted the device.